Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated peritoneal dialysis set with cassette had leaked. The registered nurse (rn) reported that the cassette had a crack on top of the patient line that resulted in a leak. The rn provided new cassettes to patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Seven (7) actual samples were received for evaluation. A visual inspection with naked eye was performed with no issues noted. Functional testing, including leak testing, clear passage testing, and clamp function testing, was performed with no issues noted. A device testing was performed with no issues noted. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.